Event description:
Customer reported that the pltl laser was switched "on" and was being used to treat pts before the laser started smoking. The smoke alarm activated. An orange glow was noted behind the panel with smoke. The fire brigade responded and extinguished a fire internal to the sys.